Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device functioned properly before the firing. It is unknown exactly where was cut of the rectum, but it was lower part. The device was used for the secondary hartmann's operation. The anvil was placed as it is. The procedure was not converted. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired although the trigger was pulled. The tissue compression scale backlight was not illuminated. Another battery was inserted, but the issue did not improve. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. D4: batch # u5fa0w. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and a drained battery was received along with the device. No anvil neither the breakaway washer was present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the right side was noted to be damaged. In addition, some marks on the bulkhead shroud were noted possible cause by improper battery loading. No further functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by sol pina.